Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hcp and patient agreed that weight loss was perhaps the main cause of the pump flipping. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: 2016, (B)(6) product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 3.0 mg/ml concentration at 0.5998 mg/day dose and bupivacaine, 30.0 mg/ml concentration at 5.998 mg/ml dose via intrathecal drug delivery pump for non-malignant pain. It was reported that around late (B)(6) 2017, patient stated "knew something was wrong" when patient started to have more back pain then normal. Patient also noticed each time she sat down, the pump felt like it was moving/flipping. Patient stated she could also palpate the pump and the healthcare professional (hcp) also palpated the pump during refill visit. For environmental/ external/ patient factors that may have led or contributed to the issue, patient stated that she continued to lose weight after implanted date and lost total of (B)(6) lbs from (B)(6) 2015- present. Patient started to see the hcp (B)(6) 2017 during this time. The hcp tried to refill the pump and it was difficult. The hcp managed to aspirate 10 ml from the pump; however, the printout stated patient had only 2 ml. The hcp confirmed the pump flipped during this refill when they tried to refill without success and via fluoro. The hcp recommended surgical intervention to correct pump and evaluation of the catheter as well. The hcp suspected the catheter maybe twisted, due to the pump flipping and patient not receiving optimal therapy. Pump pocket and catheter revisions were done on (B)(6) 2017 by the hcp. The rep attached pictures taken during the revision. Abandoned catheter was noted to be tied off when the hcp revised a section of the spinal segment. Good cerebrospinal fluid flow was noted from spinal segment. The hcp also performed a successful dye study confirming catheter was intrathecal. The hcp also aspirated 17.5 ml from pump, reservoir volume updated. After pump pocket and catheter were revised, the hcp ordered (B)(4) reduction of daily doses: fentanyl 0.1499 mg/day and bupivacaine 1.499 mg/day and approved new catheter information. At the time of this report,the issue was resolved and patient status was alive-no injury. Patient's weight was (B)(6) lb at the time of the event. Patient stated she began losing weight, due to reduced appetite from (B)(6) 2015. Patient also had history of a stroke. No further complications were reported.